Event description:
It was reported by the patient that they had an episode and passed out. The heart rate was around 300 bpm and the device is set to 180-200 bpm. The heart rate "broke" before the device could shock. The patient was concerned that the age of the device caused this. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.